Event description:
After a follow-up visit on (B)(6) 2013, the physician reported that there was a significant impedance variation from 1000 ohms to 628 ohms. It was indicated that there were episodes of noise sensing stored within the associated ICD without reaching persistence, since 2011. Reportedly, there was absence of rv capture even with a maximum of programming at 7v to 1 ms. The ICD system remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.